Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump never alarms and when she removed the cannula, her blood glucose was high at 444 mg/dl. Customer reported feeling symptoms related to her high blood glucose in her legs. Customer's blood glucose was over 500 mg/dl. Customer stated that it was the same pump, injections, and insulin that she had for her back-up plan. Customer treated for her high blood glucose with injections. Customer stated that when doing a bolus, her shirt was wet and crimped up on top of the skin. Customer stated that she has changed the infusion set 2-3 times. Customer stated that when she removed the cannula twice, it was crimped up. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change and follow-up with her health care professional.